Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/24/2024, it was reported by a sales representative via sems-06548327 that an ar-9215-1-03 quick connect handle has a tip that broke off - where it locks into the guide. This was discovered during an unspecified procedure, everything was retrieved from the patient, with no patient harm reported.

Manufacturer narrative:
This report is being submitted to provide additional information in d8/9, h3, h6: type of investigation, investigation findings, investigation conclusions, and h10. Complaint allegation is confirmed. Upon visual inspection, it was noted that the distal tip of the returned universal quick connect handle assembly was broken. Rust spots were noted on the knurl areas of the device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.